Event description:
A pt experienced red eyes with pain and burning, prominent myalgia and arthralgia, extreme weakness, photophobia and appetite "diminution". The pt's symptoms first appeared six to eight hours following the hemodialysis session. The pt was treated with tylenol 750 mg. Reportedly, the pt's smptoms would diminish during the interdialytic interval, then increase in intensity with the next treatment with ca membrane. This occurred over the next two dialysis sessions. The symptoms gradually diminished after the pt was changed to a cahp 210 dialyzer in october 2003. The physician at the center reports the pt is fully recovered.